Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar internal fixation due to lumbar degenerative. Intra-op, the set screw slipped. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual and microscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Optical inspection of the bottom node revealed evidence the setscrew engaged the crown of the bone screw at an angle. Functional evaluation with a sample mas head found the set screw was still able to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After the implantation, the screw was slipped and cannot be fixed, so it was taken out and replaced with other screw plugs. No other symptoms and complications.